Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced amnesia ("memory loss problems. Something that happened minutes ago and dont remember anything."), pelvic pain ("pain") and alopecia ("I lost a lot of hair"). The patient was treated with surgery (essure removal). Essure (ess205) was removed in (B)(6) 2019. At the time of the report, the medical device removal, amnesia, pelvic pain and alopecia outcome was unknown. The reporter considered alopecia, amnesia, medical device removal and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were reported via social media: memory impairment. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- case became incident. Essure removal date added. New events : medical device removal, I lost a lot of hair were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.